Event description:
Nasal ft -ross flexiflo- clogged after administration of dose of lansoprazole odt via feeding tube. Rn attempted to declog tube with warm water flushes and push/pull technique and noticed return of lansoprazole odt beads from the clogged tube. Tube was unable to be unclogged and had to be replaced. Lansoprazole discontinued and IV protonix started. No other medications given down tube the same day prior to the tube clogging.